Event description:
The patient stopped feeling stimulation shortly after implant. When visiting the physician, the device could not be interrogated. It was noted that x-ray was performed and the system appeared intact, and they tried applying the magnet but the patient could not feel it. It was noted that all troubleshooting was performed, including reducing emi, using a different programming system, changing wand batteries, restarting the tablet and wand, repositioning the wand, confirming the generator is palpable. Eeg and emg were performed to confirm electrical signal in the neck and no signal was found. The programming system has been working with other patients. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. The patient's generator was replaced. It was attempted to interrogate the generator before the surgery but it was unsuccessful. The explanted generator has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
B5. Corrected data, supplemental report #1: inadvertently stated that the suspect product had not been received to date. D6. Corrected data, supplemental report #1: inadvertently noted that the device was not available for evaluation. H3. Corrected data, supplemental report #1: inadvertently noted that the device was not returned to MFR.

Event description:
The generator was received, but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
The device had been turned on at the end of august and interrogation in september was normal. No further relevant information has been received to date. The explanted generator has not been received to date.

Manufacturer narrative:
B3. Corrected data, initial report: event date was incorrect. B5. Corrected data, initial report: did not include details on the last interrogations. B6. Corrected data, initial report: did not include most recent settings and system diagnostic results.

Event description:
Product analysis was completed on the generator. The pulse generator would not interrogate at the pa lab bench. Therefore, the system diagnostic and final electrical test could not be performed. With the pulse generator case removed and the battery still attached to the pulse generator pcba, the battery measured 0.721 volts, confirming an end of service condition. A comprehensive automated electrical evaluation showed that the pulse generator pcba performed according to functional specifications. The reported allegation of ¿device failure¿ was duplicated in the pa lab. The generator data shows acceptable battery voltages from (B)(6)2021 to (B)(6)2021 the last recorded system diagnostic. However, no conclusion could be drawn as why the battery was depleted as received as the pulse generator pcba performed according to functional specifications. Additional analysis was performed on the pulse generator to try to force the pulse generator into a suspected high current condition. A bench battery (from inventory stock) was soldered to the pulse generator pcba. The pulse generator was placed in a temperature chamber that was set to 55c/131f to monitor the signal vcpu (a1) for any anomalies (with two other devices for reference) and possibly force a high standby current condition. No anomalies were observed. The pulse generator was placed in a temperature chamber that is set to 37c/98.6f. Interrogations and system diagnostics were performed randomly to possibly force the standby current to increase. After about a week at 37c/98.6f the pulse generator was placed on the bench at room temperature (approximately 24c/75.2f) for about week. Interrogations and system diagnostics were performed randomly to possibly force the standby current to increase. This process was repeated for about two months. An increased current condition was not replicated at the pa lab. The failure mechanism was not confirmed.

Event description:
Vendor analysis was completed and reviewed. Analysis of the battery concluded that no defects were noted in the cell assembly and no defects were identified during destructive analysis. The analysis was destructive and therefore was not returned for storage with the rest of the ipg. No additional relevant information has been received to date.

Event description:
Product analysis completed further testing of the device. A visual assessment on the pulse generator pcba showed contaminates on the trimmed edges of the pulse generator pcba. The contaminates observed on the trimmed edges of the pulse generator pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pulse generator pcba, which may have been a contributing factor for the reported allegations of failure to program and device failure. However, vendor analysis of the battery concluded that no defects were noted in the cell assembly and no defects were identified during destructive analysis. The analysis was destructive and therefore was not returned for storage with the rest of the ipg. No other relevant information has been received to date.